Event description:
ON (b)(6) 2026, BREAS MEDICAL RECEIVED THE FOLLOWING REPORT: PRODUCT WAS DELIVERED FOR AN ADULT TO USE. AN EVENT OCCURRED WHERE IT WAS REPORTED THAT THE VENT SHUT OFF AND THE PATIENT WAS FOUND DECEASED. THE SHERIFF'S OFFICE HAS THE VENT AND HAS SENT ROTECH A SUBPOENA TO PROVIDE DATA FROM THE VENT. SPECIFICALLY, THE SHERIFF SEEKS "ALARM SETTINGS AND ALARM HISTORY LOGS," "DEVICE EVENT LOGS (POWER INTERRUPTIONS, DISCONNECTIONS, FAULTS)", "INTERNAL MEMORY/DOWNLOAD DATA FROM THE VENTILATOR," "INSPECTION AND CALIBRATION LOGS," "POWER SOURCE DOCUMENTATION (BATTERY BACKUP EXTERNAL BATTERY SUPPLY)," AND "MANUFACTURER SERVICE REPORTS OR RECALLS RELATED TO THE DEVICE."

Event description:
On (b)(6) 2026, Breas Medical received the following report: product was delivered for an adult to use. An event occurred where it was reported that the vent shut off and the patient was found deceased. The Sheriff's office has the vent and has sent Rotech a subpoena to provide data from the vent. Specifically, the Sheriff seeks "alarm settings and alarm history logs," "device event logs (power interruptions, disconnections, faults)", "internal memory/download data from the ventilator," "inspection and calibration logs," "power source documentation (battery backup external battery supply)," and "manufacturer service reports or recalls related to the device."

Manufacturer narrative:
BREAS MEDICAL INC HAS REACHED OUT TO THE REPORTER TO REQUEST MORE INFORMATION. THE SHERIFF'S OFFICE HAS THE DEVICE CURRENTLY AND IT IS NOT AVAILABLE FOR BREAS INVESTIGATION. BREAS IS WORKING WITH THE DME TO ASSIST IN OBTAINING THE LOG FILES.

Event description:
ON 11 MAY 2026, BREAS MEDICAL RECEIVED THE FOLLOWING INFORMATION: THE PRODUCT WAS DELIVERED FOR AN ADULT TO USE. AN EVENT OCCURRED WHERE IT WAS REPORTED THAT THE VENT SHUT OFF AND THE PATIENT WAS FOUND DECEASED. THE SHERIFF'S OFFICE HAS THE VENT AND HAS SENT ROTECH A SUBPOENA TO PROVIDE DATA FROM THE VENT. SPECIFICALLY, THE SHERIFF SEEKS "ALARM SETTINGS AND ALARM HISTORY LOGS," "DEVICE EVENT LOGS (POWER INTERRUPTIONS, DISCONNECTIONS, FAULTS)", "INTERNAL MEMORY/DOWNLOAD DATA FROM THE VENTILATOR," "INSPECTION AND CALIBRATION LOGS," "POWER SOURCE DOCUMENTATION (BATTERY BACKUP EXTERNAL BATTERY SUPPLY)," AND "MANUFACTURER SERVICE REPORTS OR RECALLS RELATED TO THE DEVICE."

Manufacturer narrative:
BREAS MEDICAL INC HAS BEEN WORKING WITH THE REPORTER TO ASSIST IN OBTAINING LOG FILES FOR INVESTIGATION, BUT THE REPORTER HAS NOT RESPONDED. THE DEVICE IS STILL IN POSSESSION OF THE SHERIFF'S OFFICE AND HAS NOT BEEN RETURNED TO BREAS.

Manufacturer narrative:
Breas Medical Inc has been working with the reporter to assist in obtaining log files for investigation, but the reporter has not responded. The device is still in possession of the sheriff's office and has not been returned to Breas.